Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the post was broken. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d9 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small peg on gap block chipped off. All pieces were recovered. This did not extend the time of the surgery. Broken instrument will be shipped back to atl office. This is all the information I have.